Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced skin irritation at the implant site. The device was found to be migrated. The physician elected to explant the device and re implant new device at different location to avoid second surgery after two years. The patient was stable.